Event description:
It was reported that a patient underwent a gynecological procedure in 2008. The patient had a very calcified fibroid/uterine tissue. About five minutes into the procedure, the device started sputtering and then it stopped totally. A second device was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/12/2008. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.